Event description:
It was reported that an ilet user experienced sustained high glucose readings on the pump both before and after a supply change, with a concurrent fingerstick result reading ¿high¿ on a meter that reads up to 500 mg/dl; the user¿s wife reported no moisture or leakage, the cannula on the cd infusion set appeared straight without kinks, and a guided site change was completed with plans to reassess for a downward trend. Symptoms included hyperglycemia. Outcomes included troubleshooting and education with a site change performed. Investigation included remote troubleshooting, visual inspection of the cannula during site change, and comparison planning between pump readings and fingerstick values. Investigation of this case revealed no observable infusion set damage or site leakage and no confirmed device malfunction, with the cause of hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.